Manufacturer narrative:
Investigation summary: no related issues or defects found in the DHR. No related quality notifications were issued for this batch number. A sample was received in the (B)(4) plant for evaluation. The sample provided had grease on the luer-lok collar of the syringe therefore failure mode was verified. During the printing process, the syringe rides on chains. The chains are oiled to preserve the function and improve the life of the chains. When the chains are oiled, it is possible that excess oil was applied and if not cleaned properly it can contaminate the syringe. Retraining to all operators, mechanics, and technicians to remind them to not over grease/oil the printing chains and avoid contaminating syringes was performed 8/1/2017. Sample was provided that had grease on the luer-lok collar of the syringe. Mold testing was not performed since the sample was already opened when received making mold testing invalid. Investigation conclusion: confirmed: bd was able to confirm the reported defect of foreign matter. During the printing process, the syringe rides on chains. The chains are oiled to preserve the function and improve the life of the chains. When the chains are oiled, it is possible that excess oil was applied and if not cleaned properly it can contaminate the syringe. Retraining to all operators, mechanics, and technicians to remind them to not over grease/oil the printing chains and avoid contaminating syringes was performed 8/1/2017.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (resembling mold) was found in the 30 ml bd luer-lok¿ tip syringe. There was no report of injury or medical intervention.